Event description:
Report was rec'd by medwatch. It was reported that during insertion procedure, rec'd "helium loss" alarm. Changed consoles and alarm continued. Balloon was removed and a second balloon inserted. Second balloon functioned without alarms. No harm to pt.